Event description:
A 2.5mm diameter x 15mm length sprinter mxii dilatation balloon catheter was inserted into a pt for pre-dilatation of a circumflex lesion. The lesion morphology was reported as moderate calcification with no tortuosity. It was reported that the device was inserted and while advancing the catheter, kinked outside of the tuohy. The physician straightened out the kink with his finger and advanced to the lesion site and inflated the balloon. After balloon was deflated, the physician attempted to remove the device and upon removal the device separated into two parts. The proximal portion remained outside the pt and the distal portion inside the pt with a 2cm sticking out of the tuohy. The physician pulled the catheter out of the pt successfully. The interventional procedure continued with a stent finishing the case. No clinical sequelae were reported and the pt is fine.